Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The information received regarding the event is not sufficient to determine the cause of the event.

Event description:
It was reported by the patient's legal representative that the patient underwent a right total knee arthroplasty procedure on (B)(6) 2014. The following arthrex products were implanted during the primary procedure; ar-504-psd0 (lot: 113601415), ar-503-tttf (lot: 108761211), femoral component (part/lot unknown), tibial bearing (part/lot unknown). After the primary surgery, the patient developed progressive pain with x-rays demonstrating evidence of loosening of the tibial tray and bone scan revealed some possible loosening of the femoral implant. The patient's symptoms were unresponsive to a lengthy trial of conservative treatment, and the patient was indicated for a revision right total knee arthroplasty. The revision procedure was performed by a different surgeon on (B)(6) 2020, and took place at a different facility than the primary. During the revision surgery, ar-503-tttf (lot: 108761211) was explanted. The patella was examined and was noted to be 26 mm thick. The patella itself had no significant wear and appeared to be well fixed. The surgeon decided to salvage the patella. The revision was completed using another manufacturer's devices.